Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2005: (B)(6). Lab. Wbc 6.4 (4.5-11.0), albumin 4.4 (3.4-5.0). A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2016: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure: open repair of recurrent incisional hernia. Indications: a 53-year-old male with a recurrent incisional hernia. He is brought for elective repair. Anesthesia: general. First assist: caroline l. Douglas, pa. Details of procedure: ¿after induction of general anesthesia, the patient was prepped and draped in usual sterile fashion. A midline incision was made in the upper abdomen. Dissection was carried down to the hernia defect. A large hernia sac was identified. This was dissected free from the subcutaneous tissues. The hernia sac was excised. The hernia contained omentum. By palpation, it was evident that the omentum was densely adherent to the previously placed mesh. In order to remove these adhesions, it would have been necessary to dramatically increase the size of the fascial incision. ___ [sic] decided to close the defect primarily. The defect was closed transversely with 4 interrupted figure-of-eight #2 novafil sutures. The wound was irrigated with saline. Hemostasis was assured. The wound was infiltrated with 15 cc of 0.5 % marcaine with epinephrine. The subcutaneous tissues were closed with interrupted 3-0 vicryl sutures. Skin incision was closed with running 4-0 monocryl subcuticular sutures and dermabond. The patient tolerated the procedure well.¿ ??/??/??: [missing records: records between 01/28/16 and 08/24/17 were not provided.] On (B)(6) 2017: (B)(6) regional medical center. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedures: laparotomy, removal of abdominal mesh, extensive adhesiolysis, incisional hernia repair with abdominal wall reconstruction with bilateral rectus abdominis/internal oblique muscle flaps, placement of abdominal mesh, placement of negative pressure vacuum wound therapy device (prevena). Indication: ¿this is a 55-year-old male with multiple prior incisional hernia repairs. He now has a recurrence. He has partial loss of abdominal domain. Anesthesia: general. Details of procedure: ¿after induction of general anesthesia, the patient was prepped and draped in the usual sterile fashion. A midline laparotomy was performed. The abdominal cavity was entered without difficulty. The patient was found to have multiple hernia defects all along the midline incision. The hernia sacs were carefully reduced. Extensive adhesiolysis was carried out with sharp dissection and electrocautery. There was a large warted mesh in the midline. This was likely creating some pain for the patient and it was decided to remove the mesh. The mesh was dissected free of the abdominal wall with electrocautery and removed in its entirety. Once the fascial edges were cleared and adhesions were lysed, attention was turned to the abdominal wall reconstruction. A longitudinal incision was made in the most medial aspect of the external oblique fascia just lateral to its insertion on the anterior rectus sheath. The incision was then carried from the costal margin down to the pubis at the time of the entire length of the external oblique fascia. The external oblique fascia was then elevated and separated in the avascular plane from the internal oblique. This created a large rectus abdominis/internal oblique advancement flap. This procedure was completed contralaterally to provide greater volume of expansion. Ultimately, the fascia was closed with the midline without tension with a running #2 novafil suture and multiple interrupted #1 vicryl sutures. A 20/25 cm phasix mesh was introduced onto the field. This plays as an overlay. This was secured circumferentially with interrupted 0 pds sutures. The wound was irrigated with saline and two 19-french blake drains were placed. The subcutaneous tissues were closed with interrupted 2-0 vicryl sutures. The skin was closed in the midline with staples. A prevena negative pressure vacuum wound device was delivered onto the field. This was cut to size and placed over the abdominal incision. The prevena was connected to the kci negative pressure device. The patient tolerated the procedure well.¿ on (B)(6) 2017: (B)(6) regional medical center. Implant sticker. Phasix mesh 8 x 10. On (B)(6) 2017: (B)(6) regional medical center. (B)(6). Pathology report. Specimen: su17 : xj : 7800. Received: 08/25/17 ¿ 0852. Codes: t1a010 ¿ adipose tissue. M02550 ¿ hardware/diameter. M09320 ¿ hardware/gross diagnosis. Procedures: sgp3 ((B)(6) 2017 ¿ 1402). Tissues: hardware ¿ mesh. Clinical history and diagnosis: recurrent incisional hernia. Final diagnosis: gross diagnosis: mesh material (two portions, largest diameter 8.5 and 11.0 cm). Microscopic diagnosis: soft tissue attached to mesh: benign portions of fibroconnective and adipose tissue. No evidence of inflammation. Gross description: received in formalin, labeled with the patient¿s name, date of birth, and ¿mesh¿ are two irregular red-white portions of surgical mesh material with attached yellow-red fibroadipose tissue. The mesh material measures 8.5 x 5.0 x 0.3 cm and 11.0 x 6.5 x 0.7 cm. The attached fibroadipose tissue measures up to 1.0 cm in thickness. Nodularities are not grossly seen. The mesh material is for gross identification only. Representative sections of fibroadipose tissue are submitted in one cassette. Stains: no special stains performed. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane . This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ previous patient codes (1695, 1994, 2240, 3191: appropriate term/code not available for ¿mesh failure¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2005 through (B)(6) 2017 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Records from (B)(6) 2005 through (B)(6)2016; and from (B)(6) 2016 through (B)(6) 2017 were not provided. Patient information: medical history: umbilical hernia. Viral gastroenteritis. Surgical procedures: (B)(6) 2003: hernia surgery. (B)(6) 2005: laparoscopic hernia repair. Implant: unidentified mesh device referred to as ¿duomesh¿. (B)(6) 2016: open repair of recurrent incisional hernia. (B)(6) 2017: laparotomy, removal of abdominal mesh, extensive adhesiolysis, incisional hernia repair with abdominal wall reconstruction with bilateral rectus abdominis/internal oblique muscle flaps, placement of abdominal mesh, placement of negative pressure vacuum wound therapy device (prevena). Implant preoperative complaints: inpatient hospitalization [hospitalization dates unknown]. (B)(6) 2005: discharge summary. ¿hospital course: at time of arrival, he began have (sic) diarrhea and coupled with his myalgias; I felt he might have a viral gastroenteritis more likely than infarcted bowel. He did, on admission, have a reducible hernia. Abdomen was tender around the hernia itself, but he had no deep abdominal tenderness and no peritoneal signs. Observed overnight and given IV fluids, which did make him improve. He did continue to have significant loose stools. White count was normal, and had monocytosis noted on differential. Discharge home with plans to repair his hernia next week when his viral enteritis resolves.¿ ¿discharge diagnoses: viral gastroenteritis, myalgia, umbilical hernia, dehydration, and monocytosis.¿ (B)(6) 2005: ¿states he has previous history of hernia surgery in 07/2003 by dr. Xx. Reports pain as intermittent and present for 7 months. States if he eats too much he starts to hurt. Denies fever or chills. He was in the hospital last week with fever and myalgias that was initially thought to be secondary to the hernia and then developed diarrhea and uri [upper respiratory infection] consistent with a viral illness. These symptoms have nearly resolved.¿ ¿ventral hernia, reducible. Will plan laparoscopic repair.¿ implant procedure: laparoscopic hernia repair. [Implant: gore® dualmesh® biomaterial (unk/unk)]. Implant date: (B)(6) 2005: description of hernia being treated: ¿a midepigastric incision was made and taken down with blunt dissection to the fascia. The fascia was incised, and a hasson trocar was placed. C02 insufflation was used to achieve a pneumoperitoneum. A 5-mm trocar was placed in the left lower quadrant under direct laparoscopic visualization, and then in the right lower quadrant under direct laparoscopic visualization. Once this was done, the hernia was identified. It was noted to be 3 inches in the midline, and it was measured.¿ implant size and fixation: ¿a 4-inch by 6-inch piece of duomesh [10cm x 15cm] was selected for coverage. This was placed in the preperitoneal space , and using the suture passer stay sutures were passed in 4 quadrants circumferentially, such that there was at least 2 cm of overlap of mesh around the hernia defect. It was then tacked into place using a tacking device circumferentially. Once this was done, the pneumoperitoneum was evacuated, and the fascia of the epigastric incision was closed with #0 pds in a figure-of-eight fashion. The skin was reapproximated with monocryl and dermabond.¿ post-operative period: [one week]. (B)(6) 2005: ¿status post laparoscopic ventral hernia repair. Here for follow up. Doing well postop. Denies complaints. Exam: abdomen is soft and nontender with no palpable masses. Incision healing well.¿ relevant medical information: (B)(6) 2016: open repair of recurrent incisional hernia. ¿dissection was carried down to the hernia defect. A large hernia sac was identified. This was dissected free from the subcutaneous tissues. The hernia sac was excised. The hernia contained omentum. By palpation, it was evident that the omentum was densely adherent to the previously placed mesh . In order to remove these adhesions, it would have been necessary to dramatically increase the size of the fascial incision. ___ [sic] decided to close the defect primarily. The defect was closed transversely with 4 interrupted figure-of-eight #2 novafil sutures. The wound was irrigated with saline. Hemostasis was assured. The wound was infiltrated with 15 cc of 0.5 % marcaine with epinephrine. The subcutaneous tissues were closed with interrupted 3-0 vicryl sutures. Skin incision was closed with running 4-0 monocryl subcuticular sutures and dermabond.¿ explant preoperative complaints: (B)(6) 2017: indication: ¿this is a 55-year-old male with multiple prior incisional hernia repairs. He now has a recurrence. He has partial loss of abdominal domain.¿ explant procedure: laparotomy, removal of abdominal mesh, extensive adhesiolysis, incisional hernia repair with abdominal wall reconstruction with bilateral rectus abdominis/internal oblique muscle flaps, placement of abdominal mesh, placement of negative pressure vacuum wound therapy device (prevena). Explant date: (B)(6) 2017: ¿a midline laparotomy was performed. The abdominal cavity was entered without difficulty. The patient was found to have multiple hernia defects all along the midline incision. The hernia sacs were carefully reduced. Extensive adhesiolysis was carried out with sharp dissection and electrocautery. There was a large warted (sic) mesh in the midline . This was likely creating some pain for the patient and it was decided to remove the mesh . The mesh was dissected free of the abdominal wall with electrocautery and removed in its entirety. Once the fascial edges were cleared and adhesions were lysed, attention was turned to the abdominal wall reconstruction. A longitudinal incision was made in the most medial aspect of the external oblique fascia just lateral to its insertion on the anterior rectus sheath. The incision was then carried from the costal margin down to the pubis at the time of the entire length of the external oblique fascia. The external oblique fascia was then elevated and separated in the avascular plane from the internal oblique. This created a large rectus abdominis/internal oblique advancement flap. This procedure was completed contralaterally to provide greater volume of expansion. Ultimately, the fascia was closed with the midline without tension with a running #2 novafil suture and multiple interrupted #1 vicryl sutures. A 20/25 cm phasix mesh was introduced onto the field. This plays as an overlay. This was secured circumferentially with interrupted 0 pds sutures. The wound was irrigated with saline and two 19-french blake drains were placed. The subcutaneous tissues were closed with interrupted 2-0 vicryl sutures. The skin was closed in the midline with staples. A prevena negative pressure vacuum wound device was delivered onto the field. This was cut to size and placed over the abdominal incision. The prevena was connected to the kci negative pressure device.¿ (B)(6) 2017: pathology. ¿gross diagnosis: mesh material (two portions, largest diameter 8.5 and 11.0 cm).¿ ¿received in formalin, labeled with the patient¿s name, date of birth, and ¿mesh¿ are two irregular red-white portions of surgical mesh material with attached yellow-red fibroadipose tissue. The mesh material measures 8.5 x 5.0 x 0.3 cm and 11.0 x 6.5 x 0.7 cm. Nodularities are not grossly seen. ¿ conclusion: it should be noted that although the lot# of a gore® dualmesh® biomaterial device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot # of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent umbilical hernia repair on (B)(6) 2005 whereby a unknown gore device was implanted. The complaint alleges that on (B)(6) 2007, an additional procedure occurred whereby the gore device was explanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred. It was reported the patient alleges the following injuries: mesh removal, adhesiolysis, pain, additional surgery ((B)(6) 2017); recurrent hernia, mesh failure; additional surgery ((B)(6) 2016). Additional event specific information was not provided.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2005; including prior hernia surgery, were not provided. On (B)(6) 2005: (B)(6) county hospital. (B)(6). Discharge summary. Presented with abdominal pain, running a fever, and myalgias. Noted to have umbilical hernia. It was thought that umbilical hernia could be causing his fever. It was originally non-reducible, but did reduce during the course of his hospitalization. Ran fever of 101 while in hospital. Transferred here for further evaluation and treatment. Hospital course: at time of arrival he began have diarrhea and coupled with his myalgias; I felt he might have a viral gastroenteritis more likely than infarcted bowel. He did, on admission, have a reducible hernia. Abdomen was tender around the hernia itself, but he had no deep abdominal tenderness and no peritoneal signs. Observed overnight and given IV fluids, which did make him improve. He did continue to have significant loose stools. White count was normal, and had monocytosis noted on differential. Discharge home with plans to repair his hernia next week when his viral enteritis resolves. Admission diagnoses: abdominal pain, fever, umbilical hernia, myalgias. Discharge diagnoses: viral gastroenteritis, myalgia, umbilical hernia, dehydration, and monocytosis. [Missing records: records for ¿hernia repair (B)(6) 2003¿ were not provided]. On (B)(6) 2005: (B)(6) county hospital. (B)(6). History and physical. Referred from dr. (B)(6) with midabdominal pain. States he has previous history of hernia surgery in (B)(6) 2003 by dr. (B)(6). Reports pain as intermittent and present for 7 months. States if he eats too much he starts to hurt. Denies fever or chills. He was in the hospital last week with fever and myalgias that was initially thought to be secondary to the hernia and then developed diarrhea and uri consistent with a viral illness. These symptoms have nearly resolved. Social history: does not smoke. Past surgical history: hernia repair (B)(6) 2003. Examination: unremarkable except; fairly large reducible hernia. No rebounding or guarding. No organomegaly. Assessment and plan: ventral hernia, reducible. Will plan laparoscopic repair. Risks and benefits have been discussed and the patient agrees to proceed. On (B)(6) 2005: (B)(6) county hospital. (B)(6). Operative report. Pre/postop diagnosis: recurrent umbilical hernia. Procedure: laparoscopic hernia repair. Anesthesia: general endotracheal anesthesia. Estimated blood loss: 20 ml. Operative procedure in detail: ¿the patient was taken to the operating room and after the administration of general endotracheal anesthesia was prepped and draped in the usual sterile fashion. A midepigastric incision was made and taken down with blunt dissection to the fascia. The fascia was incised, and a hasson trocar was placed. C02 insufflation was used to achieve a pneumoperitoneum. A 5-mm trocar was placed in the left lower quadrant under direct laparoscopic visualization, and then in the right lower quadrant under direct laparoscopic visualization. Once this was done, the hernia was identified. It was noted to be 3 inches in the midline, and it was measured. A 4-inch by 6-inch piece of duomesh was selected for coverage. This was placed in the preperitoneal space, and using the suture passer stay sutures were passed in 4 quadrants circumferentially, such that there was at least 2 cm of overlap of mesh around the hernia defect. It was then tacked into place using a tacking device circumferentially. Once this was done, the pneumoperitoneum was evacuated, and the fascia of the epigastric incision was closed with #0 pds in a figure-of-eight fashion. The skin was reapproximated with monocryl and dermabond. The patient tolerated the procedure well and was taken to the recovery room in stable condition. All sponge, instrument, and needle counts were correct.¿ product identification records for the alleged ¿duomesh¿ device were not provided. On (B)(6) 2005: [ni]. (B)(6), md. Office note. Status post laparoscopic ventral hernia repair. Here for follow up. Doing well postop. Denies complaints. Exam: abdomen is soft and nontender with no palpable masses. Incision healing well. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.